Event description:
It was reported that the patient underwent a gastric bypass, truncal vagotomy and cholestectomy surgery on (B)(6) 2000. The patient underwent a ventral herniorraphy on (B)(6) 2009 to repair an upper abdominal midline ventral hernia, from which she had been symptomatic for (B)(6). Sutures were utilized to close the subcutaneous,and subcuticular. Following the ventral hernia repair, the patient has been experiencing pain and suture lines popping out. On (B)(6) 2009, the surgeon drained a scant amount of serous fluid from a seroma on the abdomen. The patient is reportedly unhappy with excess skin at (B)(6) 2009 and (B)(6) 2010 surgeon visits. A CT scan from (B)(6) 2010 reports : "normal CT scan of the abdomen and pelvis. The abdominal wall hernia has been repaired." The patient is scheduled to see a nurse practitioner regarding her symptoms.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. There are two possible devices involved in the event as follows: coated vicryl (polyglactin 910) suture, monocryl (poliglecaprone 25) suture.